Event description:
This notification was reviewed due to a report of the patient has been diagnosed with kidney cancer and believes it is from the device recall. He was diagnosed following a CT scan and MRI in 2025. He is also recovering from an aneurysm on his groin as of (B)(6) 2025. The patient also mentioned in 2024 he went to the ER for copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.